Event description:
On (B)(6) 2013, the pt underwent a colonoscopy in an outpatient setting. A wilson cook clip endoclip was placed over a polypectomy sight. The clip could not be deployed, after closure of the clip on the polypectomy site. The drive wire broke inside the clip and the catheter could not be released from the tissue. The clip had to be pulled out causing mild oozing to occur at the site of the polypectomy site. This was followed by sclerotherapy and placement of a resolution clip with good hemostatic at that time. Since the pt was stable at the time, she was discharged. However, following this event, this pt reported having 3 loose stools today mixed with blood in it and it was burgundy colored. On (B)(6) 2013, she was asked to return to the ed for a repeat inpatient colonoscopy. A repeat colonoscopy was performed, revealed 2 previous polypectomy sites, with large adherent clots and no active bleeding. Hct 40-44. The pt was monitored for 36 hours. No bleeding noted through brown stool. Hct remained 40-41. On the day of discharge, (B)(6) 2013, the pt was doing well. The pt was instructed to monitor output and call her pcp or gi, if rectal bleeding worsened or did not go away. She was medically stable, so she was discharged to home.